Manufacturer narrative:
The reported reset anomaly was confirmed in the laboratory and was due to a power on reset (por). It is believed that the reported use of external defib resulted in por. After removal of the reset, bench and automated test completed normally with no errors resulting in backup or device reset.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient had a syncope and or vt/vf episodes. During the procedure the patient had to be rescued by external defibrillations. The device was found in a backup vvi without defib functionality. The device was explanted.